Manufacturer narrative:
No device is expected to be returned for investigation. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and an additional follow up submitted.

Event description:
The user reported that one to two weeks after placement, the dialysis catheter is kinking and reducing flow rate to an unacceptable level. Heparin was used in priming volume to prevent clots from forming. The catheter was replaced with a competitor's device. The implant date was estimated to be (B)(6) 2014. No harm or injury was reported to the pt.